Event description:
It was reported that during the implant procedure, the guidewire became stuck in the lead and was unable to advance or be removed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.